Event description:
Pt was taken to surgery to repair artery after perclose at device malfunction. Device was deployed in artery after intervention. Device was unable to be retracted from artery. Dr removed device and sent pt to surgery.